Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: owner / vascular surgeon the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-sela device was deployed however the anchor didn't come out of the sheath. Therefore, the user pulled the device and held pressure for thirty (30) minutes. The patient was not harmed, and the case ended well. The patient was not injured during the event and medical/surgical intervention was not needed. No blood loss was reported. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received om 10 jan 2024: the procedure performed was a superficial femoral artery (sfa) atherectomy contralateral side. A 6fr sheath size was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, per physician straightforward (insertion) procedure. The device was inserted, and the anchor didn't deploy so the doctor removed the device. Patient is home and stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).